Event description:
It was reported that the customer was treated by paramedics due to hypoglycemic shock. The reported blood glucose reading was 30 mg/dl. The customer declined to perform troubleshooting. The customer stated that his glucometer was giving incorrect readings, causing the event. The customer's blood glucose read over 300 mg/dl compared to the paramedic's glucometer, which read 130 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.